Event description:
A peritoneal dialysis registered nurse (pdrn) stated the peritoneal dialysis patient was hospitalized on (B)(6) 2025 for the removal of the peritoneal catheter and the placement of a cvc. The pdrn reported that the patient requested a change in modality while in the hospital because the pd catheter was not working as intended and is currently an inpatient following surgery with no discharge date scheduled. The pdrn confirmed the patient is set to begin in-center treatment on (B)(6) 2025, and it is currently undecided if the patient will attempt to return to pd in the future. Upon follow-up with the patient¿s pd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2025 following hyperkalemia, as well as a pd catheter removal with central vascular catheter (cvc) placement in favor of hemodialysis (hd) for renal replacement therapy. It was explained that the patient¿s pd catheter (not a (B)(6) product) did not function as intended, and their catheter was removed as a result. The patient was discharged from the hospital on (B)(6) 2025. The patient began hd therapy on an in-center basis on (B)(6) 2025. It was reported that the patient¿s pd catheter malfunction, hyperkalemia attributed to drain complications during pd, and the associated hospitalization were not the result of a deficiency or malfunction of any (B)(6) product(s) or device(s). The patient remains on in-center hd therapy with no plan to return to pd therapy. Based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to a (B)(6) product or other issue warranting further investigation. The reported event is related to the use of a pd catheter (non-(B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).